Event description:
"Trocar would not come out of the sleeve although it did unclip. It appears the trocar is too large or tight for the sleeve. Trocar had to be removed from the pt and a new one inserted."

Manufacturer narrative:
The device incident is being evaluated. Upon completion of eval, a follow-up report will be submitted.